Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a fusion at l5-s1 using rhbmp-2/acs. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2009: patient presented with preoperative diagnosis of lumbar diskogenic syndrome l5-s1 and underwent anterior lumbar interbody fusion and posterior percutaneous instrumentation. Per operative report: the endplates had been decorticated, trial sizes were placed and a 13 mm cortical graft was then tapped into place and after was packed with bmp soaked collagen sponges. Once this was done, a small blocking cancellous screws was placed at the anterosuperior aspect of s1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.